Event description:
The lead was returned to allow for reliability analysis.

Event description:
Boston scientific received information that the patient implanted with this device system was presented to the emergency room (ER). The patient reported symptoms of lightheadedness. This device system detected a gradual increase of right ventricular (rv) lead pacing impedance measurement, eventually reaching greater than 2,500 ohms. It was reported that the rv lead was fractured. Additionally, the left ventricular (lv) lead exhibited a gradual increase of pacing impedance measurements, reaching greater than 2,000 ohms. Additionally, the lv lead exhibited loss of capture (loc) and the rv lead exhibited high capture at 3v@1ms. No evidence of noise was observed, therefore, no inappropriate therapy was observed. A chest x-ray was performed, with unremarkable results. Technical services was consulted and recommended pocket manipulation and/or isometric exercises to create noise and check impedance measurements. No further observations were noted. A lead revision procedure was performed and the rv and lv leads were extracted. No adverse patient effects were reported during the procedure. It was noted that what was maintained from the procedure was to be returned for reliability analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed dried body fluid throughout the lead lumen. Additionally, the conductor coils were deformed at 480 mm from the terminal pin. The insulation was bent at 480 mm from the terminal pin and the insulation was pucker at 485 mm to 495 mm from the terminal pin. The guide wire insertion was unsuccessful at 817 mm from the terminal pin, likely a result of the dried body fluid in the lead lumen. Further testing confirmed the lead to be electrically continuous with manipulation.